Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. D6a: estimated to be 01/22/2026 - 3 months prior to follow up appointment. Exact implant date is not known even after good faith efforts were exhausted.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. The patient was discharged and taking dual antiplatelet therapy as a post-implant drug regimen. At a 3 month follow up appointment a health care provider reported, via linkedin account, that a mobile thrombus was found on the device. The patient was admitted to the hospital. There was no additional information provided.